Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the reporter contacted animas alleging that in (B)(6) 2012 the patient experienced a low blood glucose (bg) and was not responsive and was combative. The reporter stated she thought the patient's bg was 40mg/dl based on symptoms, however no bg values from testing were provided. The patient was reportedly given glucose gel and soda to treat the low bg. A specific date for the reported incident was not given. There was no reported medical intervention required. The reporter stated that the patient has been taken off insulin pump therapy, as they do not trust the animas pump in general. There was no specific pump malfunction alleged and the pump was unavailable for review at the time of the initial call. The reporter admitted that the patient had been on the pump without ever having training on the animas pump. Per animas records, a diabetes educator had attempted to set up training for the patient on (B)(6) 2012 but training was declined, as the patient had been using an insulin pump from another company prior to using the animas pump and it was stated that the patient did not require further assistance in use of the animas pump. Customer technical support has made attempts to follow up with the reporter for pump troubleshooting, without success. This complaint is being reported because the patient allegedly experienced hypoglycemia of unknown cause requiring assistance of another person while using insulin pump therapy.